Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation requiring intervention. It was reported that this was a procedure, performed on (B)(6) 2022, treating degenerative mitral regurgitation of grade 4. A posterior flail, at the posterior 3 (p3) leaflet segment was noted. One clip was implanted and the mr was reduced to grade 3-4. During the initial procedure, no device issues were noted and no adverse patient effect. On (B)(6) 2022, it was noted that the mr had increased and it was suspected that either a possible leaflet tear had occurred or a second mr jet. On (B)(6) 2022, the patient underwent a second procedure. The previously implanted clip was attached to the posterior chordal flail and not the posterior leaflet, causing a large jet between the clips. A vascular plug was implanted and the mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non conformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported mr could not be determined. The reported unexpected medical intervention and hospitalization was a result of case specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.